Manufacturer narrative:
(B)(6). H3: one device was returned for evaluation. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual evaluation found mainboard, motor dso, battery door and other parts of the pump were showing liquid residues. The customer complaint of beeping was confirmed with non-functioning start/stop key. In addition, liquid has penetrated the pump, indicating that the mainboard was damaged. Upon customer acceptance of repair quote, the start/stop key will be replaced, and the mainboard will be replaced.

Event description:
It was reported that the pump keeps beeping. There was unknown patient involvement.